Event description:
(B)(4). It was reported that in-stent restenosis and unstable angina occurred. The 60% stenosed, 13mm x 3.00mm target lesion was located in distal left circumflex artery (lcx). The target lesion was treated with pre-dilatation and placement of a 3.00 x 20 mm study stent. Following post-dilatation, the residual stenosis was 0%. In (B)(6) 2013, the patient was diagnosed with unstable angina and was hospitalized on the same day. Cardiac catheterization was recommended. The 75% distal edge stenosis of study stent in distal lcx was treated with placement of 2.5 x 18 mm non-bsc stent overlapping the study stent. Following post dilatation residual stenosis was 10%. In addition a non-target lesion located in mid left anterior descending artery (lad) with 50-60% stenosis was treated with placement of a 2.5 x 33 mm non-bsc stent overlapping the previously placed unspecified stent. Following post dilatation residual stenosis was 0%. The event was considered resolved without residual effects and the patient was discharged.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).